Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that in the pharmacy the clinician was using a texium vialshield. While shaking the diluent with the texium vialshield still attached it was noticed that drops of fluid were leaking from the vial. A coworker took a closer look at the vial and the adaptor and saw that there was a dent in the metal coat around the rubber stopper. This caused the device not to sit properly on the vial, which caused the leak. There was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of vial leaked could not be confirmed due to the product was not returned for failure investigation. The customer reported that the current lot in stock is lot 9249, but it was not confirmed that this was the lot of the event set. Still, the supplier provided DHR for model mv0520 lot 9249 stating that the set was manufactured on 28 december 2019 with a total of (B)(4)units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that in the pharmacy the clinician was using a texium vialshield. While shaking the diluent with the texium vialshield still attached it was noticed that drops of fluid were leaking from the vial. A coworker took a closer look at the vial and the adaptor and saw that there was a dent in the metal coat around the rubber stopper. This caused the device not to sit properly on the vial, which caused the leak. There was no patient involvement.